Manufacturer narrative:
It was reported that the explanted pump was returning for analysis; however, only the replaced portion of the percutaneous lead (driveline) was received for investigation. Multiple attempts for product return were sent to the customer with no success. Device evaluation: the evaluation of the submitted system controller log files confirmed the reported low speed events and pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined. Review of the log files showed that multiple low speed/pump stoppage events occurred on (B)(6) 2017, which were associated with low speed and low flow hazard alarms, driveline disconnected alarms, and elevations in pump power up to values over 10 watts. The interruptions in pump function occurred while the patient was connected to the power module only and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. A distal end driveline replacement was performed on (B)(6) 2016 and approximately 17 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. Upon removal of the rescue tape repair at the distal end of the driveline, the outer silicone sleeve was found to be completely separated adjacent to the terminus of the distal end bend relief. The exposed clear bionate showed evidence of deformation in this location; however, there was no penetrative damage noted to this layer. Significant breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with approximately 4 years of use. Visual examination of the underlying wires revealed that in the area where the bionate layer was deformed at approximately 3 inches from the metal connector, the insulation of the red wire was found to be disrupted; however, microscopic inspection and hipot testing revealed that the inner metal conductors were not exposed in this location. Microscopic inspection of the wires along the remainder of the returned driveline segment revealed no areas of compromised wire insulation exposing the inner conductors. The entire length of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. The percutaneous lead (driveline) replacement referenced was reported under the initial medwatch MFR. Report # 2916596-2017-01674. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported on (B)(6)2017, that while the patient was in the emergency room a brief pump stop occurred. The entire external portion of the patient¿s percutaneous lead (driveline) was replaced on (B)(6)2017. The submitted log file was reviewed by the manufacturer¿s technical services representative and it was observed that the pump stoppage occurred when the lvad was connected to the power module, indicating that the external percutaneous lead (driveline) replacement did not resolve the suspected wire damage and that the issue is internal. On (B)(6)2017, it was reported that the patient's pump was exchanged. The date of the exchange was not provided.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 4 years. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017, that speed decelerations and pump stoppages seemed to be occurring when the patient was turned on the right side. The patient's primary system controller was exchanged due to data not being able to be displayed on the system monitor. The speed decelerations and pump stoppages occurred after the system controller was exchanged. An ungrounded power module patient cable was and the alarms resolved. The patient was asymptomatic during the event. The submitted log file was reviewed by the manufacturer¿s technical services representative confirmed the pump stoppages. On (B)(6) 2017, the entire portion of the external percutaneous lead (driveline) was replaced with no issues. No additional information was provided.